Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (fault / incorrectly indicating battery charging) was confirmed. As received, the charger/modem was incorrectly indicating that it was charging a battery pack. Upon evaluation, the d2 component was internally shorted on the bedside board. The cause of the faults and incorrect charging status is the shorted component. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was displaying a fault and displaying 'battery charging' without a battery inserted into the battery well.